Event description:
Peripheral IV, normal saline flush infusing, blood backed up through the t-connector and leaked through the connection of the t-connector and IV tubing. Manufacturer response for maxplus pressure rated extension set minibore with clear needless connector, maxplus (or carefusion) (per site reporter): will be letting them know.